Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. It was reported that the clip could not be implanted because the clip deployed itself when it was inserted. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code (B)(4) captures the reportable event of clip premature deployment in unknown anatomy.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h2 (additional information): block b3 and b5 has been updated based on the additional information received on april 12, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. It was reported that the clip could not be implanted because the clip deployed itself when it was inserted. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 12, 2024 the exact procedure date performed was on (B)(6) 2024, and the procedure was completed with another resolution 360 clip device.